Event description:
The customer reported that 800 ml of excessive fluid was removed from the pt at approx 04:00 am. The pt went into cardiac arrest, but was successfully resuscitated using cardio-pulmonary resuscitation (CPR), internal defibrillation and inotropic support. The treatment was immediately resumed using another prisma machine without complications.